Event description:
It was reported that the patient was hospitalized due to a fall and seizure. Upon interrogation, there was no device capture at max outputs. There was no unipolar sensing. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.